Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the rate response feature on their implantable pulse generator (ipg) was working great until they got in better shape and then it wasn't increasing their heart rate as much as they hoped it would. The device remains in use. No patient complications have been reported as a result of this event.